Event description:
Device analysis performed on the returned indirect decompression spacer revealed that the spindle cap was completely sheared off from the implant body. Damage to device indicates the breakage was due to a combination of deployment against resistance such as bone, and or manipulation of the position of the device by gear shifting of the inserter. A labelling review was performed and it did not reveal any anomalies. Additionally, device breakage can occur when used with forced deployment which is noted within the IFU as a potential complication associated with the use of the device.